Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the luer lock. The user's blood glucose level was 120 mg/dl. The user primed the tubing successfully to remove the air bubble.